Event description:
Immediately after insertion, the iabp was having difficulty finding a trigger to time off of and it was not auto filling with helium. Md was turning the valves on the helium tank and may have turned off the helium. Helium was heard suddenly escaping from the tank. The md turned the valve back and the leaking stopped. The iabp was taken off of the auto-pilot mode and put into manual trigger select as CPR was being done on the patient and selected the fiber-optic trigger. The iabp then auto filled and started pumping. It appeared to be operating normally at that time. Iabp was not alarming during the procedure until the patient was taken over to the or. It appeared to again have trigger issues because the or does not use the EKG cable from the iabp (a slave cable from the or EKG to the iabp). The perfusionist was managing the iabp at that point.md who inserted the iabp suggested that it was possible the balloon was damaged during insertion through the arterial sheath.it seemed like at no time was there evidence of any brown flecks in the clear helium tubing. The presence of brown flecks is an indication of balloon rupture.what was the original intended procedure?insertion of iabp during cardiac catheterization.device #1is this a laboratory device or laboratory test?no.